Event description:
Consumer reported complaint for high blood glucose test results. The customer was concerned that she had performed a blood test fasting am, had taken her medication (metformin and glipizide), then had performed a blood test an hour later and the result had been higher, not lower. The customer¿s expected am fasting blood glucose test result range is 135-140 mg/dl and expected pm fasting blood glucose test result is 150 mg/dl. At the time of the call the customer reported feeling ill with symptoms related to diabetes. Customer did not specify the exact symptoms she was experiencing; customer stated that she had not eaten yet. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history (only 4 results were provided): result 1: 174 mg/dl date: (B)(6) 2022 time: 12:26 pm non-fasting, result 2: 164 mg/dl date: (B)(6) 2022 time: 12:00 pm non-fasting , result 3: 198 mg/dl date: (B)(6) 2022 time: 11:16 am fasting , result 4: 184 mg/dl date: (B)(6) 2022 time: 11:56 unable to verify.

Manufacturer narrative:
Internal report reference number: (B)(6). Adverse event report is being submitted due to symptoms related to diabetes: customer did not specify symptoms stating only that she felt ill at the time of the call. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 27-apr-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.